Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Device history record review: no anomalies that could be associated with the complaint were observed. The returned mcl121 laryngoscope is in used condition with the suction end broken due to shipping damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the laryngoscope (mcl121) was broken when the box was opened. There was no patient injury reported and delay in surgery is unknown.